Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 300 mg/dl. The customer had changed the infusion set the day prior to the event. The caller also stated that the customer was vomiting. The caller declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.